Manufacturer narrative:
Analysis of historical records: the devices involved in this event broke during a chimaera nail implantation. The broken tips were left in patient bone. The remainder part of the device code 193971 has not yet been received by orthofix srl while the remainder part of the device code 99-193287 was discarded by the hospital. Unfortunately also the lot numbers have not yet been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the available remainder part of the drill bit code 193971 has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the remainder part of the drill bit concerned. The technical evaluation will be performed as soon as the device become available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local distributor indicates: product codes: 193971 and 99-193287 (MFR reports 9680825-2022-00010). Batch numbers: unknown. Date of initial surgery: (B)(6) 2022. Body part to which device was applied: right femur. Surgery description: fracture treatment. Patient information dob: (B)(6) 22. Problem observed during: clinical use on patient/intraoperative. Event description: "on the (B)(6) 2022 during a fracture operation a complication was noted concerning chimaera nail case @ (B)(6) hospital. Complication involved breakage of an entry wire and tip of the supplementary gradual drill bit(193971) which were both left in the patient. The tip of wire were left inside the bone as well as the one for drill bit since they couldn't take them out as were they were in the neck of a femur. Doctor (B)(6) (consultant / surgeon) who was assisting medical officers dr (B)(6) & dr (B)(6) during this operation indicated that they suspect that the bone strength/resistance led to the breakage of the instruments. Pictures of the xray have been attached." The complaint report form also indicates: the device failure had adverse effects on patient (patient exposed to fragmented pieces of the wire and drill bit - unretrieved device fragments). The initial surgery was completed with the device. The event led to a delay in the duration of the surgical procedure (they experienced challenges - total delay: about one hour). Copies of the operative reports are not available. Copies of the x-ray images are available. Patient status: partial weight bearing and no additional surgery is going to happen, the fracture is stable with only lag screw. On june 15, 2022, orthofix srl received the following additional details: male patient and the remainder part of the guide wire was discarded. Please also kindly refer to MFR report 9680825-2022-00010. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Event description:
The information initially provided by local distributor indicates: - product codes: 193971 and 99-193287 (MFR reports 9680825-2022-00010 and 9680825-2022-00011 respectively) - batch numbers: unknown - date of initial surgery: (B)(6) 2022 - body part to which device was applied: right femur - surgery description: fracture treatment - patient information: (B)(6) 1992 dob - problem observed during: clinical use on patient/intraoperative - event description: "on the (B)(6) 2022 during a fracture operation a complication was noted concerning chimaera nail case @ (B)(6) hospital. Complication involved breakage of an entry wire and tip of the supplementary gradual drill bit ((B)(6)) which were both left in the patient. The tip of wire were left inside the bone as well as the one for drill bit since they couldn't take them out as were they were in the neck of a femur. Doctor (B)(6) (consultant / surgeon) who was assisting medical officers dr (B)(6) & dr (B)(6) during this operation indicated that they suspect that the bone strength/resistance led to the breakage of the instruments. Pictures of the xray have been attached". The complaint report form also indicates: - the device failure had adverse effects on patient (patient exposed to fragmented pieces of the wire and drill bit - unretrieved device fragments) - the initial surgery was completed with the device - the event led to a delay in the duration of the surgical procedure (they experienced challenges - total delay: about one hour) - copies of the operative reports are not available - copies of the x-ray images are available - patient status: partial weight bearing and no additional surgery is going to happen, the fracture is stable with only lag screw on (B)(6) 2022, orthofix srl received the following additional details: - male patient - the remainder part of the guide wire was discarded please also kindly refer to MFR report 9680825-2022-00010 manufacturer ref:(B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Analysis of historical records (MFR report 9680825-2022-00010 and 9680825-2022-00011) orthofix srl checked the internal records related to the controls made on the device code 193971 batch b1088160 (lot marked on the component is ch1717) before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of 16 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. With regards to the threaded guide wire, device code 99-193287, the remainder part was discarded by the hospital. Unfortunately, also the batch number was not made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation (MFR report 9680825-2022-00010) the returned part of the gradual drill bit, received on july 29, 2022, was examined by orthofix srl quality operations department. The returned drill bit was subjected to visual check as per orthofix specifications. The visual check confirmed the problem notified: the tip of the returned device is broken. The tip was left in patient's bone. The part of the broken drill bit was sent to an external laboratory for the raw material verification and failure investigation. The results of the technical investigation confirmed the raw material conformity to orthofix specification. The drill bit broke due to flexural overload. Medical evaluation (MFR report 9680825-2022-00010 and 9680825-2022-00011) the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a (B)(4) year old male patient was having surgery to fix a trochanteric fracture of the right femur. The lateral femoral wall is intact, the bone quality is good and (probably) a short nail was used; the x-rays do not show which for certain what length of nail was used. A chimaera nail has been inserted and the main lag screw is in a good position along the calcar. I understand that the surgeon wished to insert a supplementary lag screw, but when drilling the pilot hole the drill bit snapped and a fragment was left in the femoral neck, making it impossible to insert the screw. A supplementary screw is always optional and it is perfectly reasonable to leave the fixation with a single lag screw. The technical report shows that the drill bit broke cleanly as tends to happen when these drill bits are bent during penetration. These bits are made of hardened steel that is very strong but less flexible, and cannot stand a bending deformation. It is known that drill bits must not be bent during use to drill a hole. This will have been a problem with the way that the device was used, not the device itself". Conclusion (MFR report 9680825-2022-00010 and 9680825-2022-00011) the results of the technical investigation evidenced that the returned portion of the gradual drill bit, device code 193971, was originally conforming to orthofix specification. This device broke due to flexural overload. A technical evaluation of the threaded guide wire, device code 99-193287, was not possible as it was discarded by the hospital. Based on the results of the technical evaluation, which confirmed the returned device conformity, and on the evidences deriving from the medical evaluation, orthofix can conclude that the problem that occurred is not device related. Orthofix srl continues monitoring the devices on the market.